Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day following implant slack on the right atrial (ra) lead was pulled back and had high thresholds. It was also reported that the right ventricular (rv) lead dislodged and had intermittent capture. The patient sometimes had an escape rate, some pauses on electrocardiogram (EKG) and blood oxygen saturation levels (sats) were low at times. Revision was required for both leads. Both leads remain in use. No further patient complications have been reported as a result of this event.